Event description:
It was observed that the rv lead was not capturing with an rv threshold of 4.0v @ 1.0ms. The rv output was then set at a max of 7.5v @ 1.5ms and capture was intermittent at that output. The lead was capped.

Manufacturer narrative:
"**UDI related data quality updates only** h2: correction marked d1: brand name updated to match gudid database entry.